Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been getting no delivery alarms on her insulin pump. During troubleshooting, customer mentioned there was light scratching on the display screen. Customer has slight difficulty reading the screen. Customer's blood glucose was 180 mg/dl. She stated the scratches are from wearing a jacket. The zipper scratches the screen. Customer was advised to monitor the device. Nothing further reported.